Manufacturer narrative:
This report is submitted on 21 may 2021.

Event description:
Per the surgeon, the patient experienced skin overgrowth around the abutment site. The patient was placed under general anesthesia (specific date not reported) to replace with a longer abutment.